Event description:
The customer called with a complaint that they were having a hard time reading the numbers on the screen of their meter because they were wavy and parts of the numbers are missing. Also, they complained that they were getting erratic results. For example, they had a reading in the 400s mg/dl followed 20 minutes later by a reading in the 100s mg/dl. During the troubleshooting process, it was determined that there may be a problem with the display. Proper technique was reviewed with the customer. The customer also requested a new meter with a larger screen. A request was made to have the meter returned for eval. In the meantime, a replacement unit was provided. The customer has also been invited to contact co's 24/7 customer service line should any problems or questions arise.